Event description:
It was reported that a break occurred. A direxion microcatheter was selected for lower extremity angiogram. The device was used through a 5f diagnostic catheter. However, it was noted the microcatheter was broken during the procedure. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. A visual examination was performed, and it revealed that the microcatheter and guidewire was stuck inside a non-boston scientific 5fr .035 diagnostic catheter with multiple bends and dried blood. Microscopic examination revealed there was a bent and stretched tip of the non-boston scientific diagnostic catheter located at 15.5 cm from the tip of the microcatheter. An x-ray inspection of the device revealed a complete shaft separation inside the non-bsc diagnostic catheter along with a guidewire kink. Due to the separation only being visible inside the x-ray, it was not possible to measure the shaft separation and guidewire kink. The complaint was confirmed for issues due to shaft damage and guidewire damage.